Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument is defective, the locking device appears to be missing, see below image of instrument on the right. It¿s not known when or how this defect occurred

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However a photograph was provided. Upon visual inspection of the photograph, the button and the pin of the device were missing. The reported complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the date code j0903 provided does not reflect a valid finished goods lot number. Therefore, a manufacturing records evaluation (mre) was not performed as no valid finished goods lot number was provided for this device.